Event description:
It was reported that the software analyzer had issues with noise and "bad" electrogram (egm) readings and it was noted that an "electrical socket" issue was suspected. Changing out the analyzer improved the issues but it was further noted that when the programmer itself was plugged into a completely different power source the issue was resolved completely. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of noise and "bad" electrograms and it was attributed to the patient connector pins all being damaged. The device was to be scrapped. (B)(4).